Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 09:22:12. Programmer data in 31114655 file shows a patient alert for svc defib lead impedance not taken on (B)(6) 2011 09:22:12. Save to disk shows lead 1 is a rv lead model 6931 that does not have svc. Sensing - interference/noise ventricular short interval count v-sic=446 counts, in 0.06 day, on (B)(6) 2011 in the timeframe between 09:19:37 and 10:52:50. Sensing - oversensing 15 - ventricular nst<=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 09:28:56 and 09:30:42.1 - vf<=160 ms average v-cycle on (B)(6) 2011 13:53:45.

Event description:
It was reported that the patient passed out at school and presented to the emergency room in ventricular fibrillation. The patient was converted externally as the device failed to shock. Interrogation of the device revealed several self terminating ventricular tachycardia and one ventricular fibrillation episodes. The interrogation also showed a lead integrity alert was triggered as a result of the physiologic events. Device settings were changed and the device remains in use. No further patient complications have been reported as a result of this event.